Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Most recently, the local area boston scientific sales representative indicated that the previously stated infection issue was actually the result of the patient's non-heart related surgery. At the time it had been unknown whether the infection were limited to the device pocket or leads. The device system was subsequently surgically revised, but the local area boston scientific representative stated it was for reason of erosion. This pulse generator has not yet been returned to boston scientific. The associated leads remain in service.

Event description:
Boston scientific received information that this product was part of a system revision due to a patient infection. There was no report of adverse patient effects due to the explant procedure.